Manufacturer narrative:
The lot was manufactured from april 27, 2020 - april 28, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during patient infusion. It was further reported that after 48 hours of infusion the pump was not completely empty. The pump was filled with 108ml 5fu with 12ml nacl 0.9%. There was no patient injury, or medical intervention associated with this event. No additional information is available.